Event description:
Per the audiologist, the patient was experiencing pain when using the device. Results of an integrity test (B) (6), 2009 indicate the device is functioning within normal specifications with some anomalies. Reprogramming didn¿t alleviate the pain. Explant and reimplantation is planned, but had not been scheduled at the time of this report, march 19, 2009.

Manufacturer narrative:
(B) (4).cochlear attempted an electronic submission on march 19, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.